Event description:
It was on 12-hr tpn. I started the infusion at 7 p.m. On (B)(6). At 6 a.m., the beginning of the 12th hr of the infusion, I woke up to find a pool of blood on my sheet. The blood had soaked into the mattress pad, but not the mattress. The catheter tube and the hub had separated and were lying on the sheet. Blood was pumping from the catheter and tpn fluid was pumping from the hub. After several mins, I clamped the catheter and stopped the pump. I call my infusion company and was told to tape an alcohol swab to the catheter end and go to the emergency room. On the sheet were about an 8" circle of blood with tpn fluid around the blood stain. At the emergency room, the doctor called (B)(6), who advised him to put in a new catheter "over the wire." The hospital did not have the same catheter so they had to order it from the bard company. I returned on (B)(6) 2012, for replacement of the catheter by interventional radiology. The radiologist was not able to exchange the catheters so he had to remove the catheter and put the new one in. During the procedure I had a heart attack, shown by blood enzymes. Was taken to the ER after complaining of 9 out of 10 pain and subsequently admitted to the hospital for a cath the next day. I was discharged from the hospital on (B)(6). I kept the hub and mailed it to (B)(6) (who had put the catheter in) and was told by my doctor that the hub was rec'd on (B)(4) 2012 and mailed to (B)(6).